Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized through ambulance for high blood glucose and diabetic keto acidosis on (B)(6) 2020 with blood glucose level was 1000 mg/dl. Customer's current blood glucose level was 107 mg/dl. Customer was treated with intravenous insulin. Customer had been off the insulin pump since then and had been treated through the hospital using long acting insulin. Troubleshooting was performed. The insulin pump will not be returned for analysis.